Event description:
It was reported that a catheter break occurred. Thrombectomy was performed with an angiojet solent omni within the lower limb vein. The catheter was primed and used normally under power pulse mode and then thrombectomy was initiated. After 90 seconds, the system alerted with a check saline supply error. The console was reset and after 5 seconds, the device alerted the same error. After trying several times, the physician stopped and opened the cabinet to reset the machine and prime the catheter, but it was found out that the catheter was fractured 40cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the catheter cracked, but there was no separation or detachment noted.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and the attached waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed a kink in the catheter shaft 3.25cm distal of the strain relief; however, there was no fracture or cracking of the shaft. When received, blood was present inside the device and the waste bag was cut-off and not returned. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range (9.25 kpsi), without any leaks from the pump assembly/boot or device or any errors/alarms from the console. Product analysis of the device did not confirm the reported event, as the complaint device was not cracked/fractured and was able to run with no issues during functional testing.

Event description:
It was reported that a catheter break occurred. Thrombectomy was performed with an angiojet solent omni within the lower limb vein. The catheter was primed and used normally under power pulse mode and then thrombectomy was initiated. After 90 seconds, the system alerted with a check saline supply error. The console was reset and after 5 seconds, the device alerted the same error. After trying several times, the physician stopped and opened the cabinet to reset the machine and prime the catheter, but it was found out that the catheter was fractured 40cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the catheter cracked, but there was no separation or detachment noted.

Event description:
It was reported that a catheter break occurred. Thrombectomy was performed with an angiojet solent omni within the lower limb vein. The catheter was primed and used normally under power pulse mode and then thrombectomy was initiated. After 90 seconds, the system alerted with a check saline supply error. The console was reset and after 5 seconds, the device alerted the same error. After trying several times, the physician stopped and opened the cabinet to reset the machine and prime the catheter, but it was found out that the catheter was fractured 40cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.